Event description:
It was reported the patient experienced ineffective stimulation. In turn, surgical intervention was undertaken on (B)(6) 2018 wherein the lead was repositioned. Effective therapy was established post-op.